Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 2 feet and 9 inches from connector, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath does not exhibit signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending. Additional information: review of lot 738a DHR did not indicate any failures upon the beam scan test and final inspection.

Event description:
It was reported that during a prostate procedure, with "0" joules used and "0" minutes expended, it was noted that there was no aim beam. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the case was completed with the second fiber. No patient injury was reported.